Manufacturer narrative:
Other text: returned device was received in used physical condition. The patient outlet connector and peep knob end caps were missing. The top cover, front panel and side label are damaged. During the evaluation of the device, the patient outlet fitting was forcibly dislodged from the chassis. The fault was found to be with the user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that the patient circuit connection on a smiths medical ventilator is broken off. No adverse patient effects were reported.